Manufacturer narrative:
Results: patient's condition affected effectiveness of device (severe calcification, stenosis, tortuous lesion); inherent risk of procedure (stent embolization) 3221; no results available since no evaluation was performed (no device/procedural images returned for evaluation); no device received for evaluation. Conclusion: device failure related to patient condition (severe calcification, stenosis, tortuous lesion); known inherent risk of procedure (stent embolization). (B)(4).

Event description:
During the surgery physician used endeavor resolute rx 2.50mm x 24mm to treat severely calcified and tortuous lesion with 90% stenosis in lcx. Lesion size: 2.5x22mm. The lesion was pre-dilated with 2.00mm x 20mm balloon at 14 atm. There are no difficulties with pre dilatation reported. Post dilatation stenosis was 30-40%. It was reported that the stent dislodged ('grazed over the balloon') and could not be implanted, details if the stent dislodged fully are not available. Dislodgment occurred after attempting delivery when crossing the lesion. Stent was removed from the patient but the intervention is unknown. The physician terminated the procedure. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. There was resistance encountered at the lesion but no excessive force used during delivery. No patient injury noted. The physician believes that the event was procedural related and not device related. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Event description:
Evaluation summary: the stent had dislodged from the balloon and was not returned with the delivery system. Crimp impressions were evident on the balloon. The distal tip was damaged.